Manufacturer narrative:
(B)(4). Physio-control contacted the customer to provide assistance. The facility's biomedical engineer printed the code-summary report from the date of the reported event. The biomedical engineer advised physio-control that the report indicated that there were four sync shocks performed, however the staff had left the device turned on all day and, as a result, there was no ECG data recorded during the sync shock events because the device had run out of ECG memory. The facility's biomedical engineer indicated that he would not be evaluating the device. The hospital has decided to retire the device and not return it to use. They will be purchasing a newer replacement defibrillator/monitor. The device was not returned to physio-control for evaluation. The cause of the reported issue is unknown.

Event description:
A facility's biomedical engineer contacted physio-control to report that medical personnel stated that their device provided a delayed synchronized shock to a patient during a cardioversion procedure. The biomedical engineer advised that the patient's heart rate was reportedly at 120 beats per minute when medical personnel stated that they pressed the sync button and then held down the shock button in order to shock the patient; however, no synchronized shock was delivered. The biomedical engineer advised that it was possibly because medical personnel did not have a good waveform to sync to. Then, when nobody was touching the patient or the device, medical personnel advised that they believed that the device shocked the patient on its own. There were no adverse effects to the patient as a result of the reported issue. The customer further advised that there is no further information available regarding the patient or the event.